Event description:
A report was received that the patient underwent an explant procedure. The patient had an epidural hematoma caused by the implant procedure and the physician explanted the newly implanted paddle lead. The patient was experiencing reduced mobility. The patient regained mobility after the removal of the lead. That patient will undergo physical rehabilitation. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent an explant procedure. The patient had an epidural hematoma caused by the implant procedure and the physician explanted the newly implanted paddle lead. The patient was experiencing reduced mobility. The patient regained mobility after the removal of the lead. That patient will undergo physical rehabilitation. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional information indicated that the patients symptoms are related to complications from surgical aspect of the paddle lead implant and not the device itself.

Manufacturer narrative:
Additional information indicated that the patient's symptoms were getting worse rather than improving. The patient is currently seeing a rehabilitation specialist regarding this matter. A review of the manufacturing documentation for the paddle lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing

Event description:
A report was received that the patient underwent an explant procedure. The patient had an epidural hematoma caused by the implant procedure and the physician explanted the newly implanted paddle lead. The patient was experiencing reduced mobility. The patient regained mobility after the removal of the lead. The patient will undergo physical rehabilitation. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
The paddle lead was not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.